Event description:
It was reported that a pump was programmed to deliver 40ml of fluid at a rate of 200ml/hr; however, only 35ml was delivered. The fluid was room temperature and the IV container was glass. The customer also stated that this was observed during a flow rate test and there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received an evaluated by baxter. The eval was unable to confirm an under infusion. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. Additional flow rate tests were performed with the device passing. No malfunction could be identified.